Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been reoccurring issues with the refrigerator bottom bins. A field service engineer had replaced the interface and relay access controller for the bottom bins and had also replaced the bbb module on top of the refrigerator. The customer was able to recover all affected bins and tested them successfully after a couple of transactions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the drawers 1.3,2.3,3.3 and 4.3 kept failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.